Manufacturer narrative:
The mayfield modified skull clamp (a1059) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is improper or suboptimal placement of the skull clamp on the patient, resulting in the drop of pressure. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a craniotomy procedure, the torque knob on the mayfield modified skull clamp (a1059) would not hold tension. It was set to 60 pounds of pressure and it went back to 20 pounds. No patient injury and no surgical delay has been reported.